Manufacturer narrative:
Of the 5 allegations of a malfunction, no pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program. During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-78 years of age and (B)(6) lbs., of the reported patients, was a male and 4 were females.